Event description:
Additionally, healthcare professional reported "heavily calcified capsule" and "old hematoma within the capsule". Healthcare professional also reported "accidentally ruptured in removing the capsule"; this is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified red particles on the shell, white biological tissue, and white calcification on the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and exchange due to concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange due to concern with product. Device remains implanted.